Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 300 (mg/dl) range with traces of ketones. Reportedly, the cause of the impacted bg level was due to a new settings adjustment made by the customer's health care provider (hcp). Reportedly, the customer delivered a bolus to stabilize bg level. The customer declined further troubleshooting and assured the issue will be addressed with hcp.